Manufacturer narrative:
The customer reported event of 'autopulse platform system (sn (B)(4)) displayed ua07 (discrepancy between load 1 and load 2 too large) error message' was confirmed during functional testing and per archive data. The root cause was due to load cell #2, which was replaced to correct this issue. Unrelated to the customer reported event, during visual inspection the autopulse platform exhibited front enclosure damage and a sticky clutch. The front enclosure was replaced and the clutch was deburred to correct these issues. Functional test could not be performed due to autopulse platform displayed 'ua07 (discrepancy between load 1 and load 2 too large)' error message upon powering up the device. The load cell #2 was replaced to correct this issue. Per review of the archive data, user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was noted multiple times on (B)(6) 2019, rather than the reported event date of (B)(6) 2019, thus confirming the reported complaint. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for autopulse platform with sn (B)(4).

Event description:
It was reported that during patient use, the autopulse platform system (sn (B)(4)) displayed ua07 (discrepancy between load 1 and load 2 too large) error message. No additional information is available, no consequences or impact to patient were reported.